Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(6) product type recharger product ID m943899a serial# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the controller showed a software error (1-intellis, 2-3.0, 3-243, and 4 -qf_port) when they were recharging the ins. Removing and reinserting the battery pack resolved the issue. The controller showed 30% and the ins was at 40%. The patient reported that they had to recharge 3 times a day and it usually took about an hour. On (B)(6) 2019 they spent 2.5 hours charging and on (B)(6) 2019 they spent 3 hours each time they charged. They then reported that ever since they were implanted the belt wouldn't stay pulled tight and they would have to adjust it. They had to stay very still when they charged. The patient admitted to being confused about events. They then reported that stimulation was positional as it would zip down their legs, but when they sat or walked it didn't want to work. They expected that would change when they got adaptive stimulation programming on (B)(6) 2019. The patient would also speak to them about doing programming to help the amount of time between recharges. The patient stated that the belt was faulty and they got a new belt to resolve the battery not holding a charge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported the patient's ins wasn't holding a charge- they couldn't get 12 hours out of a fully charged battery since implant. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare provider (hcp). It was reported the battery was depleting due to high programmed rate 1000hz. The plan was reprogram the patient. No further complications were reported/anticipated.